Event description:
Covidien gia stapler 80mm x 3.8mm with reference number of gia8038s with lot# of p4gg273 expires on 06-30-2029 was used by surgeon for bowel surgery this morning to staple the colon; but noticed that it's still bleeding, which means that is it not well sealed so she need to staple and control the bleeding. Thus, sending the gia stapler for further investigation. Thanks